Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Manufacturer narrative:
Information obtained confirmed this was a duplicate event. This event was reported under 3005334138-2021-00460.

Event description:
During an atrial tachycardia procedure, after inserting the sheath into the left atria, air was aspirated into the syringe connected to the extension port of the sheath. Several aspirations were attempted but the air remained. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.